Event description:
The customer obtained higher than expected vitros trop I es patient results (patient results = 0.8 and 0.608 ng/ml vs. < 0.012 ng/ml) for a single patient sample while using the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected tropi es results were not reported to the clinician as internal lab policy requires that >ami trop results require retesting prior to reporting. There was no report of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that higher than expected vitros trop I es patient results were obtained for a single patient sample while using the vitros 5600 analyzer. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed service actions to multiple analyzer subsystems. However, it could not be confirmed that the equipment issues addressed by service were related to the event. The investigation could not determine a definitive root cause. However, improper pre-analytical sample processing cannot be ruled out as a possible contributing factor. There is no evidence that the vitros 5600 analyzer or the vitros trop I es reagent had malfunctioned.